Event description:
It was reported that the customer had been receiving low alerts and a threshold suspend when her sensor glucose was 40 mg/dl and her blood glucose level was 116 mg/dl. Customer is fairly new to the sensors and is still learning. Customer received a calibration error earlier and did not want to get a change sensor alert. Customer was advised that she will need to select suspend or restart basal. Customer does not exhibit symptoms of low blood glucose levels. Customer's suspend threshold limit is 50. Customer calibrated and went back to work. Customer will call back if she gets a change sensor alert. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).